Manufacturer narrative:
Additional information: the procedure was completed normally, with no pre or post complications. A stent was implanted, successful by angioplasty. The stent was removed normally but together with the trapped guide. There was no vessel damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the customer returned two images for evaluation image 1: this image depicts a small portion of the stent exposed from the everflex entrust device. Image 2: this image depicts a portion of the gold outer sheath of the everflex device protruding from the lock pin space. From the returned images the customer complaint of ¿when the thumbscrew/lock-pin is removed and the delivery system is activated, the sheath retracts and begins to release the stent, but immediately the guide begins to twist and the deployment could not continue¿ can be confirmed. Product analysis the device was returned with the red safety lock pin out of the device, the gold outer sheath was protruding from the lock pin space and a guidewire was stuck in the device, the strain relief was confirmed as 150mm the device was returned with approx. 4mm of the stent protruding, the guidewire was measured and confirmed as 0.032¿ guidewire the deployment wheel was rotated, and the stent did not deploy, however more of the gold outer sheath protruded through the lock pin space. The handle was dismantled, and the pull wire was still attached to the deployment wheel and to the device, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to implant an everflex entrust self expanding stent to treat a lesion in a patient. The IFU was followed. A 6fr non medtronic sheath and a non medtronic guidewire were used. It was reported the lock-pin was checked for securement prior to the procedure and the lock pin was removed once target lesion was reached. When the thumbscrew/lock-pin is removed and the delivery system is activated, the sheath retracts and begins to release the stent, but immediately the guide begins to twist and the deployment could not continue. The guide began to come out through the lock-pin space. Another stent was implanted to complete the case. No patient injury was reported for this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.